Event description:
It was reported that a large volume folfusor had liquid/droplets inside the yellow bag. The issue was identified prior to use during dispensing and checking of the device. The device was filled with 13500 mg of piperacillin/tazobactam in 230 ml 0.9% sodium chloride with citrate. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.